Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that network interface card configuration was causing log in times of up to 10 minutes. Network speed was changed to 100 mbps half-duplex; bluetooth and wireless network were disabled to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing users from removing fentanyl for a patient experiencing pain. The customer added that users were able to remove the required medication from a different anesthesia station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, preventing users from removing fentanyl for a patient experiencing pain. The customer added that users were able to remove the required medication from a different anesthesia station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, e3, g1, g2, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-dec-2021 to 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system unexpectedly stopped responding. Changed the network speed to 100 half-duplexes (was auto negotiate) and disabled bluetooth, wireless and then removed all in one and reseated network connection at docking board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.